Event description:
The manufacturer received information alleging visualization of particles in the tubing and the pressure keeps dropping. There was no allegation of device malfunction. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles in the tubing and the pressure keeps dropping related to a ventilator device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 10, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the tubing and the pressure keeps dropping related to a ventilator device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer was unable to reproduce allegation of pressure keeps dropping however, confirmed particulate in the blower enclosure/ impeller. Furthermore, keratin/household dust/ brown tar like substance is also noted throughout. No evidence of thermal activities exists. The manufacturer concludes that they could not confirm the customers complaint of pressure keeps dropping, thermal damage but confirmed particulates in the device. In this report, section d9, h3, h6 has been updated.